Event description:
It was reported that during insertion of an intraocular lens (IOL) the lens became stuck and would not implant fully. Unable to remove the lens from the incision, it was enlarged approximately 1.2mm with a keratome and a back up lens was attempted to be implanted. The back up lens became stuck and a Drysdale instrument was used to remove the lens from the injector. However, zonnuals were destroyed. It has was placed in the center of the capsule bag and it remains implanted. Surgery was delayed 10 minutes. This report is for the second lens, 2 of 4. Related case 0001313525-2026-00104, 0001313525-2026-00105 and 0001313525-2026-00106.

Manufacturer narrative:
The product was requested but not received. The investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation.